Event description:
A surgeon advised pt was 3 or 4 months status post one to two level corpectomy and synex ii placement when it was necessary to return pt to the operating room for removal of the synex ii due to collapse' of the implant. Surgeon noted that the pt did not experience vascular or neurologic injury but required additional surgery and subsequent hospitalization due to the event. He also noted supplemental anterior fixation was placed at the original surgery.

Manufacturer narrative:
Additional info has been requested. No product was returned, no lot number was provided. Manufacturing records could not be reviewed without a lot number. The primary root cause has been identified as wear of the locking mechanism. Specifically, the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle, which is responsible for locking of the expandable locking ring under load. This worn condition would allow the locking ring to open, resulting in the observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to bodily fluid, non-union, inappropriate tolerances, insufficient mechanical test setup, insufficient tooth rake angle, and the eccentric central body position. Synex ii central body devices are currently the subject of a medical device recall.